Event description:
The customer received a blood glucose reading of approximately 100mg/dl on the contour link, re-tested on a different meter and the reading was 40-50mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. Customer felt hypoglycemic at the time. Strip information was not provided, product will not be returned. New meter was sent to the customer.